Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Dmf#: (B)(4). Trade name: gentamicin sulphate. Active ingredient(s): gentamicin sulphate. Dosage form: powder. Strength: 1.0g active in our cements. Occupation: lawyer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat end-stage arthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pain. The surgeon noted avascular necrosis of patella and patellar fragmentation and loosening at an unknown interface. All components were revised. There were no alleged product deficiencies involving the revised tibial tray, tibial insert, and femoral component. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2019, dor: (B)(6) 2020, right knee.